Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: revision/extension of previous lumbar fusion procedure: revision/extension of lumbar spine fusion it was reported that intra-op, during attempted implantation into prepared l5-s1 disc space, peek portion of implant separated from titanium portion of implant. Broken implant immediately removed form surgical site by surgeon. Replacement implant subsequently implanted by surgeon without problem. Product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic functional visually confirmed -03 peek upper component ears broken off and not returned for analysis. Optical and microscopic examination did not identify damage to the nose of the -03 peek upper component. Microscopic examination of the implant identified very light surface marks on the peek scallop features of the -03 peek component, consistent with axial loading of the -03 peek component during attempted intraoperative insertion and subsequent fracture of the implant. It was also noted that there were witness marks on the back of the spacer from the inserter being impacted against the body of the spacer. If information is provided in the future, a supplemental report will be issued.